Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard eval). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Surgeon approached sales rep on (B)(6) 2010 and expressed concern that the pt has presented with pain and tenderness on recently operative hip site. The pt was implanted with an asr implant (52 cup/46 head) on (B)(6) 2010. Surgeon is concerned and armed with data from asr field safety notice, among other sources, that this might be a result of a manifestation of metallosis. No revision has been performed. Update: medical records received. Pt demographics updated. Pt had elevated metal ion levels; however, revision surgery was not confirmed at this time. Update: pt was revised on (B)(6) 2010 at (B)(6) for pain and alval. Dor (B)(6) 2010.